Manufacturer narrative:
Investigation of the reported event is in process. A follow-up report will be submitted once additional information becomes available.

Event description:
The user facility reported that during a patient procedure their hexavue ip custom room rack stopped working and the touch panel screen indicated "video router unavailable". There was a short delay as the patient had to be transferred into another room. The procedure was completed successfully. No report of injury.